Event description:
It was reported that during the procedure it was difficult to fixate the lead and that after repositioning the lead twice the helix would not extend anymore. Also the physician was unable to advance the stylet. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) he full lead was returned and analysis revealed that the helix disengaged from the helical channel. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.